Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.